Event description:
It was reported that the target lesion was located in the proximal anterior tibial artery with heavy calcification. The armada 14 balloon was used to dilate the lesion. However, the balloon ruptured at 10 atmospheres (atm). No adverse patient effects were reported. There was no clinically significant delay of procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.